Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged asthma, shortness of breathe and throat irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma flare ups, throat irritation and shortness of breath. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was inspected and there was no visible foam degradation. In addition, no problem was found. The device's event log was reviewed by the service center and no error code found. Additionally, the device was scrapped. In this report, box b, d, h has been updated/corrected.